Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the foot control device was leaking oil. It was reported that the gasket of the foot pedal was hanging out a bit. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The foot pedal device was evaluated and the reported condition that the foot pedals gasket was hanging out a bit was confirmed. The reported condition that the device was leaking oil was not confirmed. An assessment was performed on the device which found that the gasket was sticking out between the cover and the block. It was also observed that there was oil contamination inside the oil fill tube and the back plate was loose. It was determined that these conditions are due to normal wear over time. The assignable root cause was determined to be component damage caused from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.